Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm and advised to close clamps and then cycle the power to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information available at this time.